Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that after ventricular sensing, there were atrial sensing events ocurring which were being counted as atrial tachy response. The p-waves were 2.9 mv, 2.5 mv, 4.0 mv and recently 2.1 mv. The atrial sensing floor was 0.75. The physician was dr. (B)(6) at his clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).